Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during an unknown procedure, the staples didn¿t form after firing the device resulted in bleeding. The surgeon completed the procedure by suturing the area. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n53f5e. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Batch manufacture date 2/9/2016.

Manufacturer narrative:
(B)(4). Batch # n53f5e. Device evaluation: the analysis results found that the pph03 device arrived with no apparent damage, in the open position and with no staples present. The breakaway washer was present and cut. No functional test could be performed, as the rotating knob was noted to be damaged not allowing the device to open or close. In addition the firing trigger shroud was damaged. The device was disassembled to verify the condition of the internal components and the knob-rotating pin was noted to be broken not allowing the device to work as intended. The damage to the rotating knob may have been due to an excess force applied while trying to close or open the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.